Event description:
It was reported that the staff was transferring a patient between a gurney and a bed. Reportedly, the brakes on the bed were not set. The patient fell between the two surfaces and fractured her hip.